Event description:
It was reported that the patient was experiencing burning sensation at the implantable pulse generator (ipg) site while charging. The patient underwent a procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.